Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the solenoid valve assembly. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a device alert and loss communication with the graphical user interface (gui). The device was not being used on a patient at the time of the event. The date of the event is unknown.